Event description:
It was reported that pen needle autoshield duo 30gx5mm EU had a safety shield failure and caused a needle stick injury. The following information was provided by the initial reporter: gave insulin to patient - used pen with bd autoshield safety needle - after use, took the off awkwardly - automated needle resheathing, had not activated appropriately, but activated as I handled the needle awkwardly causing a needle stick injury.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen needle autoshield duo 30gx5mm EU had a safety shield failure and caused a needle stick injury. The following information was provided by the initial reporter: gave insulin to patient - used pen with bd autoshield safety needle - after use, took the off awkwardly - automated needle resheathing, had not activated appropriately, but activated as I handled the needle awkwardly causing a needle stick injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-03-24. H6: investigation summary: 93 sealed 30g x 5mm safety pen needle samples were returned from lot. No. 0136817, cat. No. 329605. Visual examination and an activation test was carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle autoshield duo 30gx5mm EU had a safety shield failure and caused a needle stick injury. The following information was provided by the initial reporter: gave insulin to patient - used pen with bd autoshield safety needle - after use, took the off awkwardly - automated needle resheathing, had not activated appropriately, but activated as I handled the needle awkwardly causing a needle stick injury.